Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) and a manufacturer representative (rep). The rep reported that the results of the x-ray were that it showed the lead had not migrated. In response to the inquiry for if the cause of the second por had been determined, the rep replied ¿no.¿ in response to the inquiry for what most likely caused or contributed to the issue, the rep replied ¿unknown ,¿ and that they had submitted all logs to the manufacturer company and had not heard anything back. In response to the inquiry for if any actions were planned regarding the lack of therapy, the rep replied that the patient had gone home to finish charging the device and that they had not come back into the office. The rep noted that the information in this report had been confirmed with the health care professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative via a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that¿¿since implant the patient has not had therapy benefit or improvement in symptom relief for oab (overactive bladder). The patient has tried all 7 programs and stopped using their ins since (B)(6) 2021. Patient is meeting with rep today and caller reports impedances are normal and x-rays were performed on (B)(6) 2021. Patient does feel stimulation. Caller to discuss with physician next steps. The rep called back when with patient and reported a por (power on rest) that occurred. The ins has been off since (B)(6), however, diary usage indicated on (B)(6), the ins turned on @ 1:53, then ins off, and then a por @ 1:54 occurred. It also listed 2d (assume 2 days). On (B)(6), it lists¿program 7, then ins turned on @ 8:53, turned off and then another por occurred. The patient reported no medical procedures at the time of por, but did have an x-ray¿on (B)(6). The next data point was (B)(6). They reviewed the last several recharge sessions which occurred on (B)(6) and the rep generated a usage report.